Event description:
It was reported that following a fall, the patient had no stimulation sensation. The patient was able to switch programs and adjust stimulation but he couldn¿t feel it. The patient couldn¿t remember when he fell. The patient¿s status at the time of the report was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).